Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported by the affiliate that the surgical personnel requested testing of a revised siphonguard csf fluid control device for an unknown reason. Once the siphonguard csf fluid control device was removed, the patient had external drains inserted. There were no reports of patient harm. Or surgical delays. This is the second of two products for this event.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: the device was returned for evaluation. The siphon guard was tested and passed. No issues were found. A review of manufacturing records could not be performed, as no lot number was provided. Based on the evaluation, the reported issue could not be confirmed. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.